Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink system non-dehp secondary medication sets had all of the lettering (packaging) come off making the product indistinguishable. This was identified when wiping down the sets in a cleanroom using unspecified germicidal/sporicidal agents. There was no patient involvement. No additional information is available.